Event description:
Cgm(continuous glucose monitor) delaminated from its adhesive attachment and its wider "donut" adhesive over attachment. It was not struck or pulled from the adhesive while donning or doffing apparel, for example; it just dropped to the floor after day five (5) out of ten- (10-) day-use cycle. Since insurance only allows nine (9) devices per 90-day period, I have limited glucose control for an insulin pump without using a lancet with glucose-monitor strips. These cgms are too expensive to pay out of pocket and detaching from its adhesive substrate congers poor quality and reliability from the production floor. Dexcom g7 cgm, ref: stp-at-012, lot: 1725058001 (01): (B)(4) (11): 250501 (17): 260731 (21): (B)(4).